Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure the left ventricle lead could not be implanted as the lead got damaged while cutting the sheath. The left ventricle lead was replaced during the implant procedure on (B)(6) 2020. The patient was stable.